Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, depression, insomnia and gerd. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). At the time of the report, the pelvic inflammatory disease, bacterial vaginosis, vulvovaginal mycotic infection, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered bacterial vaginosis, dysmenorrhoea, pelvic inflammatory disease, pelvic pain and vulvovaginal mycotic infection to be related to essure. The reporter commented: both side- 3 trailing coils. Insertion: (B)(6) 2013 (per pfs-discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received : previously reported event "injury" updated to "bacterial vaginosis", events- "yeast infection, pelvic inflammatory disease, dysmenorrhea (cramping), pain", reporter, lab data, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.